Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they installed test input output board to complete decontamination due to no flow on the arctic sun device. The input output board was causing circulation pump to be intermittent. Per review of additional information noted in in wo on (B)(6) 2023, unit experienced low flow due to the flow meter, so the flow meter was replaced, and pump foam were replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failing I/o card. The device underwent functional evaluation upon receipt. Unit filled normally. Installed test i.o. Board to complete decontamination, due to no flow. The i.o. Board was causing circulation pump to be intermittent. The I/o card was replaced. After the repair, the device was functionally evaluated and passed all applicable testing. The device did not meet specifications and the product was influenced by the reported failure. The device was not used on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that they installed test input output board to complete decontamination due to no flow on the arctic sun device. The input output board was causing circulation pump to be intermittent. Per review of additional information noted in wo on 24apr2023, unit experienced low flow due to the flow meter, so the flow meter was replaced, and pump foam were replaced.